Event description:
Information was received from a patient who was implanted with a neurostimulator for complex regional pain syndrome type ii. It was reported that the patient had the implant system removed because it was not providing the pain relief that the patient needed. The patient kept on getting ¿electrocutions/spasms¿ from the implanted system. This had occurred in 2010.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.